Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a sustained ventricular fibrillation (vf) with multiple shocks delivered, with therapy exhausted and the patient had to be externally converted and hospitalized. Additionally, this s-ICD displayed an battery depletion error message. Technical services (ts) was consulted and discussed stored data. Ts noted the shock impedances were high out of range and that the first shock delivered may have accelerated the patient's rhythm. Existing x-ray images were examined by ts and changes in the s-ICD systems position after the patient was implanted may have lead to increase in the shock impedance measurements as well as the decrease in shock efficacy. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a sustained ventricular fibrillation (vf) with multiple shocks delivered, with therapy exhausted and the patient had to be externally converted and hospitalized. Additionally, this s-ICD displayed an battery depletion error message. Technical services (ts) was consulted and discussed stored data. Ts noted the shock impedances were high out of range and that the first shock delivered may have accelerated the patients rhythm. Existing x-ray images were examined by ts and changes in the s-ICD systems position after the patient was implanted may have lead to increase in the shock impedance measurements as well as the decrease in shock efficacy. This device remains in service. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.